Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, and missing. The root cause for the missing cable was excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the damaged monitor or electrode belt. Device manufacture date: monitor: 1/19/2015. Electrode belt: 5/26/2015.

Event description:
A us distributor returned a patient's electrode belt and reported that it had a damaged cable. A us distributor also returned a patient's monitor and reported that it had a damaged monitor case.